Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a scope communication error (error code b30). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The investigation was based on the complaint information, and since the device did not return, the customer's allegation could not be confirmed, further information could not be obtained. However, it was presumed that the issue could have occurred due to contact failure of the scope connector. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.